Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the pt indicated to caller that the system was not working for their benefit. Caller believes the ins is depleted and has not been charged for some time. Pt reported that they had relief from the therapy during the trial but since the ins was implanted they haven't had any relief. Additional information was received from the patient (pt). They reported that their device was charged, but they don't use it as it is not effective. When they had the temporary device, they had 80% efficiency, but once they got the actual implant, the efficiency dropped to 10-20%, which was very disappointing. Pt noted their healthcare provider (hcp) was made aware that the device had failed or it wasn't placed in the correct position. They made several trips for reprogramming, but to no avail. Instead of lower back pain, pt now had electrical sensations down their right leg. Additional information was received from the patient (pt). They reported that they are upset that medtronic is not doing anything for them and the device / therapy does not work. Pt wanted no more letters to be sent.

Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.